Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. Claim letter alleges stem replacement in (B)(6) 2016 for mobilization. It was also stated that the surgeon visited the patient and traces the etiopathogenesis of adenocarcinoma to the metallosis induced in the blood by the cobalt and the chromium of the prosthesis applied in 2005 and 2006. Doi: (B)(6) 2016; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.